Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a pt experienced a high incident of corneal edema during a procedure. There was no problems with the system the surgeon noted. The procedure was completed. Additional info has been requested.